Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device was returned in good condition. The device was tested with a generator and was functional. No continuous activation was observed during testing. There were no anomalies noted with the functionality of the device. The reported incident could not be recreated nor confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during an open lobectomy, the device kept being activated even though the surgeon released the max button. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.